Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture, capsular contracture stage 1". This record is for right side. Device has been explanted.